Manufacturer narrative:
(B) (4) center discarded the device

Event description:
Per the audiologist, the patient was explanted due to infection and extrusion of the device.the patient was explanted (B) (6) 2010 and reimplantation is planned but had not taken place at the time of this report (B) (4).

Manufacturer narrative:
Per patient's record, the patient was implanted on the contralateral side on (B)(6), 2010. The patient was reimplanted with a new device on (B)(6), 2010. Device is not available for analysis. This report is filed (B)(4), 2011. Device not available for analysis.